Event description:
It was reported that following implant, the implantable cardiac monitor exhibited intermittent sensing. The device was successfully repositioned and the patient would continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.